Event description:
Procedure performed: robotic lap hernia repair. Event description: the case was a robotic lap hernia repair with the event trocar used as an ancillary port. While putting the mesh, which was rolled into a cylinder, into the trocar with a grasper, the entire black rubber seal came off the cannula. It fell into the patient and pneumo was lost. The seal was retrieved and no harm was caused to the patient. A new trocar was opened to complete the case. Medwatch received via mail on 11dec2018, mw (B)(4): description of the event: md was finishing the case, looked around the peritoneal cavity and found two pieces of plastic floating around the inside of the cavity, one was clear plastic and one black rubber. Trocar was checked, and found it was the rubber seal of the trocar that probably fell off during the case unnoticed. Additional information received via email on 19dec2018 from business manager: "I was told just the black piece was retrieved from the body." Patient status: no harm to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with one black fragment and the shield, a clear plastic internal component of the seal. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment belonged to the septum, a rubber component of the seal. The shield was damaged and scratches were also observed on the tip of the cannula. Based on the condition of the returned unit and the description of the event, it is likely that the seal component separation was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report # (B)(4).

Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: robotic lap hernia repair. Event description: the case was a robotic lap hernia repair with the event trocar used as an ancillary port. While putting the mesh, which was rolled into a cylinder, into the trocar with a grasper, the entire black rubber seal came off the cannula. It fell into the patient and pneumo was lost. The seal was retrieved and no harm was caused to the patient. A new trocar was opened to complete the case. Medwatch received via mail on (B)(6) 2018, mw (B)(4): description of the event: md was finishing the case, looked around the peritoneal cavity and found two pieces of plastic floating around the inside of the cavity, one was clear plastic and one black rubber. Trocar was checked, and found it was the rubber seal of the trocar that probably fell off during the case unnoticed. Additional information received via email on (B)(6) 2018 from business manager: "I was told just the black piece was retrieved from the body." Patient status: no harm to the patient.